Event description:
It was reported that via user facility report by the FDA, "during a hardware removal, an easy out bit broke. It remained lodged in the broken screw.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.